Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up cross talk, noise and possible insulation damage were noted on the right atrial (ra) and right ventricular (rv) leads. Subclavian crush was also noted. The leads were explanted and replaced. No patient complications have been reported as a result of this event.